Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. Ccc specialist instructed the customer to perform a five test precision testing, which passed. The customer replaced the sample diluent and the sensor. The customer performed a dilution check, which passed. The customer ran qc, which were within range. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument (serial number (B)(4)). The discordant result was reported to the physician(s). A new sample was drawn from the patient and was tested on an alternate dimension exl instrument (serial number (B)(4)), resulting higher. Additionally, the customer repeated the original sample on an alternate instrument and on the original instrument, all resulting higher and matching with the redraw result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.